Manufacturer narrative:
(B)(4). The exact date of event is unknown, date of (B)(6) 2015 was provided as a best consideration as the date of event. (B)(6). The field service specialist (fss) visited customer site to inspect the system. Fss found several 2012 (instrument host timeout error) / 2014 (instrument host self-test error) errors related to communication between instrument manager and advantech board. In addition fss found old rust spots on the inside of the console, due to the high humidity of the storage rooms where the instrument had been retained. Fss replaced the following parts for the errors and noted rust issues: instrument manger, advantech board, hard drive, ethernet adapter and cable, subsystem controller (ssc), pc104 connector. Fss strongly recommended to the staff of the operating room to store the instrument in an appropriate location in terms of temperature and humidity. Fss performed the field service checklist and the unit was found to meet abbott medical optics specifications. Fss also carried out the system evaluation in the operating room (or) immediately after the repair of the unit, which the signature system was used for four (4) cataract surgeries and everything went well with no issues reported. A document labeling, trending and risk documentation reviews for this equipment were performed. The trend review shows that there is not a recognizable adverse trend. The monthly report for the time period of when amo was notified of the event does not show any significant change over historical complaint limits. The risks and mitigations associated with the received complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. The operator manuals for the signature equipment was reviewed and determined to include adequate warnings for medical complications. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that error 2012 (instrument host timeout error) occurred with the phacoemulsification machine. There was no patient involvement reported and no patient treatments delayed or cancelled.

Manufacturer narrative:
The hard drive was returned at the manufacturing site for evaluation. A power cycle test was completed 10 times, and the system was left powered on in idle for 2 hours. No (B)(4) errors were reported. All pertinent information available to abbott medical optics has been submitted.